Manufacturer narrative:
Ous MDR - the analysis checked the lead properties and the device functions of the ICD. The reported artifacts in the ventricular channel could be confirmed. However, the analysis did not find any deviations from the technical specifications, which could be related to the clinical complaint, for either the lead or the ICD. No indications of possible material defects or mfg errors were found. It could also be ruled out that there might have been a danger of a short-circuit due to the absence of an hv-2 blind plug.

Event description:
Ous MDR - after an implantation time of about 4 months, inappropriate shock deliveries were reported and this system was explanted.